Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the clip delivery system was returned and the reported sleeve steering issue was not confirmed. The actuator mandrel was noted to be bent. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the sleeve steering and actuator mandrel bend; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the irregular movement of the clip delivery system (cds). It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. A second clip delivery system (cds) was advanced; however while steering the cds to the mitral valve when turning the m-knob, the cds went in the wrong direction (posterior/superior). The clip was not implanted, the device was removed. Another cds was used without issue. By the end of the procedure, a total of two clips were implanted; reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.